Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for evaluation? Yes. D.10 returned to manufacturer on: (B)(6)2020 h.6. Investigation summary our quality engineer inspected the samples and photograph submitted for evaluation. Bd received six unopened units with damage to the packaging and one photo. During the visual examination it was observed that unit packaging had shrunk around the units resulting in warping, discoloration, and breakage of the packaging seal. Although the failures stated in the reported issue were confirmed with the unit provided for investigation, bd could not establish a definite root cause. This defect can occur when the package is exposed to extreme heat due to external conditions or handling issues. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system's packaging was found unsealed before use, compromising the sterility. This was found with 20 different packaging units. The following information was provided by the initial reporter: "product packaging unsealed making it non sterile. Product packaging unsealed. Product is not sterile and unable to be used".

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd nexiva closed IV catheter system's packaging was found unsealed before use, compromising the sterility. This was found with 20 different packaging units. The following information was provided by the initial reporter: "product packaging unsealed making it non sterile. Product packaging unsealed. Product is not sterile and unable to be used".